Manufacturer narrative:
A software investigation was performed by abbott engineering and the reported event of inappropriate magnet response was confirmed. Based on the data provided, the root cause could not be determined. The reported event of inappropriate output was confirmed. The device was received in backup mode. A visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the device was inappropriately pacing the patient at the magnet rate. The magnet mode was deactivated and the device paced at the programmed rate. However, when magnet mode was reactivated, the device paced inappropriately at the magnet rate again. The device was explanted and replaced to resolve the event and the patient was in stable condition.